Manufacturer narrative:
Product ID neu_unknown_lead; product type lead. (B)(4).

Event description:
Additional information received reported that the pulse generator experienced early battery depletion.

Event description:
It was reported, the patient had a low battery and the intervention involved replacing the device. The event was noted as related to the device or therapy and not related to the implant procedure. Additional information reported the event was resolved without sequelae. Additional information reported the patient did not experience any interruption of therapy or symptoms as they were monitoring the battery. Additional information received reported that the nurse did not consider this event normal battery depletion.